Event description:
The customer contacted physio-control to report that their device had a service indicator present and event codes in the memory. Upon examination of the device physio-control observed that at cold temperatures the device had no AED function, no ECG trace was available and that the battery fuel gauge was not working. The device also would not turn on for the 3 a.m. Test. The lack of AED functionality and no ECG trace would have prevented defibrillation, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u15. Physio observed that when ic chip u15 was at, or below, 10 degrees celsius, it would function irregularly. There was no AED function, no ECG trace available and the service led was present with codes in the memory. Additionally, the battery fuel gauge was not functioning and the unit would not power on for the 3 a.m. Self-test.